Manufacturer narrative:
The device and the lens were returned in the opened blister tray inside the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. There was no damage observed to the device. The lens is adhered to the inside of the blister tray in dried solution. The lens is posterior surface up. An area of the optic edge is broken. The broken portion of optic was not returned. The optic has additional split/cracked damaged areas. A qualified viscoelastic was indicated. The root cause could not be determined for the complaint of "lens stuck in cartridge" . The lens was not returned in the condition reported. The lens was returned damaged and separate from the device. No damage or abnormalities were found with the returned device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens became stuck in the delivery system. There was patient contact with the product, but no patient harm. Additional information was requested.